Event description:
The customer reported a displayed no cine disk available error message. This likely resulted in a loss of cine function, thereby losing subtraction, road-mapping, or other critical vascular cine functions. This is a reportable event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.